Manufacturer narrative:
Section d4 - lot number: corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center, alongside known working test heartmate equipment. The mpu was connected an ac power source and the unit booted up as intended without any issues. A full functional checkout was then performed, and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected section d4, model number, catalog number, serial number: corrected section h4 - device manufacture date: corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a yellow wrench alarm on their mobile power unit (mpu). The patient was changed to battery power and planned to exchange the mpu at their next clinic visit.

Event description:
Additional information was provided that log files were not collected for evaluation. The mobile power unit (mpu) had a v-lock connector on the power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was removed from service.

Manufacturer narrative:
Section a3a - patient sex - added. Section a4 - patient weight - added. Section b7 - etiology added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.